Manufacturer narrative:
B5 a facility representative reported following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated to a low vault. The lens was exchanged with a longer length lens and the problem was resolved. The cause of the event was reported as unknown. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. H6 - health effect impact code: 4628 should be removed as it was reported in error. Manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, dry. Visual inspection found the lens haptic bent. Dimensional inspection found the lens within specifications. Claim#: (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
A facility representative reported following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated to a low vault. Lens was repositioned but that did not resolve the problem. In a separate surgery the lens was replaced with a longer lens and the problem resolved. This report is 2 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.